Manufacturer narrative:
An event regarding loosening involving an unknown cement mix was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly on (B)(6) 2017 during a left total knee revision surgery competitor products were removed and replaced with another competitor knee device and cementing products manufactured by howmedica. It is further alleged that on (B)(6) 2017 and on (B)(6) 2018 the patient underwent revision surgery because the knee had become loose and unstable. This pi is for rev of competitor product with stryker cement.